Manufacturer narrative:
Received one device. Visual inspection found no damage, during testing, the double beep alarm was confirmed. Sensor replaced. A performance verification tests (pvt) were performed and exceeded specifications. The software was updated. Probable cause: damaged cass detection sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device is double beeping. There was no patient involvement.